Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed displacement test. No unexpected low battery alarm anomalies noted. No unexpected resume anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press. The customer¿s blood glucose level was 350 mg/dl. The insulin pump stops delivering insulin and get shut off on it's own. The insulin pump had diminished battery life. The insulin pump will not be returned for analysis.